Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Following the post-implant bav, the valve dislodged. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that a pre-implant balloon dilation was performed. The valve dislodged in the aortic direction and paravalvular leak (pvl) was observed. A confida guidewire was used. Per the physician, nothing regarding the patient's anatomy contributed to the dislodge. The second valve was implanted valve-in-valve. Additional information was received to report the deployment starting point was at the bottom of the pigtail. Prior to the valve dislodgement, the implant depth was 3mm on the non-coronary cusp and left coronary cusp. After the valve dislodged, the implant depth remained at 3mm. The pvl was mild. The physician confirmed the confida guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Following the post-implant bav, the valve dislodged. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that a pre-implant balloon dilation was performed. The valve dislodged in the aortic direction and paravalvular leak was observed. A confida guidewire was used. Per the physician, nothing regarding the patient's anatomy contributed to the dislodge. A second valve was implanted valve in valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Following the post-implant bav, the valve dislodged. Subsequently, a second transcatheter valve was implanted.